Event description:
Overdelivery reported. The pump was reportedly set for morphine 5mg/ml with a 1mg pca dose. Complete settings were not available. The night nurse noted that "the display said 4mg delivered, but there were 4ml gone from the vial." The pt had made 4 pca requests. He became somnolent with respirations stable at 12 per min. The pca was discontinued and the pt was monitored closely. The narcotic effects were allowed to wear off without medical intervention required. The pt recovered without adverse sequelae.

Manufacturer narrative:
The reported problem could not be duplicated. The malfunction log in the device history shows malfunction 1a, 1c and 1e: these are not related to the reported event. The frequency of death or serious injury reports related to code 102 (overdelivery) for pca is approx. 2.11/million sets.